Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was fracture of the right ventricular (rv) lead. It was also noted there were high thresholds on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.